Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The patient had a short infrarenal neck of 6 mm. It was reported that during the index procedure the patient had a type ia endoleak. 9 endoanchors were used to treat the endoleak but the endoleak persisted. As per the physician, the cause of the event is anatomy related due to the patient neck anatomy. No additional clinical sequelae were reported and the patient will be monitored.